Event description:
The customer experienced low blood glucose of 32mg/dl and the paramedics were called. It was stated that the customer passed out when he was in the elevator going home and the paramedics treated his blood glucose on the scene. The customer stated that he did not eat in enough time, which caused his blood glucose to drop. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.